Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06207. It was reported the patient was experiencing ineffective stimulation as well as stimulation in the wrong location. An sjm representative met with the patient but was unable to provide effective stimulation through system reprogramming. X-rays taken indicated the patient's scs leads migrated. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06207. Additional information received identified surgical intervention took place on (B)(6) 2015 at which time the patient's left side lead was explanted and replaced and the other lead was repositioned. Effective stimulation was reportedly restored postoperative. As it is unknown which scs lead was explanted, all possible lots are being reported as such.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.